Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was because of a therapy issue, which started "a couple of months ago. Pt says when they lie down in bed "the vibration comes on stronger, and if I raise my head up more then it stops it". Pt also says if they "sit straight up in a chair it does the same thing, it vibrates stronger". Pt says they haven't had any falls or trauma. Pt connected to ins and is on group a, and setting 1 is at 11.4v and says this is the setting they have always been on. Pt moved to group b and setting 1 is at 6.0v and they walked around and says it feels good. Patient will maintain stimulation level and will continue to track symptoms. They will increase stimulation level if needed. Patient reported they reset the stimulation to a different program so the intensity was less and they went from 'program' a to 'program' b. Agent understood this as groups. Caller mentioned the programs switched to a so they put it back on b. Caller mentioned the patient tried to charge themself and the program switched to a again which caused the patient a lot of pain. Later, patient reported that they are not sure why it became stronger - it just happened on its own. The stimulation was set to ii but patient never changed anything w/it. The representative helped the patient's daughter change it over to program b where it was set @ 6.0. Patient got sent another charger that goes against the internal stimulator. It started acting up again - somehow it went back to program a. They called and were sent a new charger unit. Hopefully this fixed it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.